Event description:
Reportedly, the device was replaced on (B)(6) 2015 because of battery depletion. The device was returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was replaced on (B)(6) 2015 because of battery depletion. The device was returned for analysis.